Event description:
In 2009 gunther tulip ivc filter cook medical undisclosed by health provider, discovered fractured, migrated, embedded by same hp. In an unrelated emergency room visit (B)(6) 2014. Deploying healthcare provider continued to deny implanting device besides patient had numerous denials providers to deny care due to litigation with device. Cook medical (B)(6) takes over care with a 99205 highest level of urgency. A 6 month delay is enacted upon patient. After a 4.5 year dwell time and 2014 FDA warning remove device. (B)(6), dr. (B)(6) prolongs removing gunther tulip ivc filter. Under codes lists extraction as ¿patient wishes elective procedure¿ complications arise, venous occlusion, thrombosis and dvt¿s, (B)(6) denies further care. Lists condition as menopause. Refuses recommendation in CT. The entire time accepted manuscript management of indwelling ivc filters is comprised. Entire patient profile and history is used for women all with gunther tulip ivc filters, are reported with reason for removal omitting. Falsifying filter migration ¿none¿. Conclusion embedded ivc filters can successfully be removed without patient harm. Cook medical cook incorporated major sponsor to (B)(6). (B)(6), a false reporting. No patient care and (B)(6) denies releasing medical records of procedure. Patient has spent weeks trying to obtain eob. Stating only ICU and a foreign body, left in patient during procedure yet denies to inform what was left in patient. Why was ICU intensive care billing (B)(6) over and above surgical fee. In a no complication complete success procedure, 72 hours admit on 26 discharge 28. 2 years post extraction patient has severe right heart pressure, morbid prognosis, 12 inch scar across abdomen, renal damage and purple blue swollen scaling left leg. I was a healthy recovered me and (B)(6) influences by fiduciary sponsor cook medical continues to deny care and continues to publicize the manuscript research report in numerous medical publications. New provider diagnosed damage to ivc at trunk and failure to remanufacture ivc with femoral vein as the filter obliterated my ivc and was embedded in calcification in lombard body l2. On (B)(6) 2016 CT abdomen (B)(6), attenuation of left hepatic lobe, "spengolmy", numerous cysts in renal gland, liver nodules clear signs post-operative complications were occurring. 2017 hospitalized ascites severe, dyspnea unable to function. (B)(6) failed to act, failed to forward medical reports. Treating primary care physician prescribes antidepressant and antianxiety all which severely increase thrombosis. Primary care physician, a (B)(6) hospital physician same as 2009 deployment provider now partnered with (B)(6). Calling procedure elective no adverse device incident. Report was filed. All are protected except me the patient. Numerous tests performed . Right cath, echos by new health provider. All with declining prognosis severe right heart pressure, healthy heart, healthy lungs the blood can get through inferior vena cava and its rerouting to obtain oxygenation or return from pooling in left leg.